Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
A healthcare professional reported "intracapsular rupture". The device has been explanted and replaced with another manufacturer's device. This record is regarding the right side.

Event description:
Healthcare professional reported right side intracapsular rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction data: d.3, g.1. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/02/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side intracapsular rupture. The device has been explanted and replaced with another manufacturer's device.